Manufacturer narrative:
Operator of device: tech. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment the involved angio-seal device tamp tube did not come down. Back pressure was continued. Bleeding was noticed when the suture was cut. Manual pressure was held. The patient's pedal pulses were intact. The procedure performed was a coronary percutaneous coronary intervention (pci). The patient was in stable condition pre and post surgery. There was no hematoma, however, extended manual pressure was held. The estimated blood loss was less than 250cc's. There was no direct allegation that the involved angio-seal device caused or contributed to the patient's need for medical intervention. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One used 6f angio-seal evolution was returned for product evaluation. The evolution body assembly was returned mated with the hemostasis sheath along with the header bag. No other accessory components were returned. Upon visual analysis, it was noted that the carrier tube assembly was appropriately mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. No portion of the compaction tube was exposed or visible at the distal tip of the sheath. Neither the anchor nor collagen were returned. The button was found stiff upon receipt. Upon microscopic analysis, the compaction tube was still present within the carrier tube. No other visual anomalies were noted. Fluoroscopic analysis of the device was conducted, and the tamper tube was found to be connected to the rack and there was a noticeable kink in the sheath at distal end of the hub of sheath. No other visual anomalies were noted. For functional testing, the compaction tube was removed manually without any obstructions. The button was pressed and hold, and the suture was withdrawn by pulling manually. Suture was released as intended and no functional anomalies were noted. For further evaluation, the device was disassembled and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. The suture could be seen tethered to the suture stake. No suture was present on the spool. No gross visual anomalies were observed with the gearbox assembly. The complaint could be substantiated for allegation that the tamper tube has not released. Supplier corrective action report (scar) notifications has been sent to the manufacturing facility. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).